Event description:
The customer called to report having problems with high bgs fluctuations. The customer was hospitalized for low bgs. The customer was transported in the ambulance to the emergency room and discharged a day later. Informed the customer the possible cause of low/high bg fluctuations and issues directly related to bgs. The customer did not have time to troubleshoot the pump.